Event description:
It was reported to philips that the system gave an alert indicating that the image processing computer had failed to boot, preventing a full system boot-up and stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.